Manufacturer narrative:
On 28 april 2017, the manufacturer hpf provided a document review reporting as follows: batch released on date: 19jan2017. N. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have never received other complaints for this batch. Conclusions: there aren't non conformity elements in the document review. Hpf have not received the device. The inspection was not possible. Not having the possibility to analyze the device, we suppose that the rupture could have been caused by a drill flexion during the use which led to the drill breakage.

Event description:
During surgery while drilling the screw hole through the cup, the drill bit broke. The bit was lodged into the acetabulum. The surgeon left the bit in place and continued with the surgery. The surgery was completed successfully. Instrumentation is not available.